Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. One piece measuring proximately 5mm x 4mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding a broken main tube was confirmed by failure analysis. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had a broken main tube. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not have a missing fragment and therefore no fragments fell into the patient. There weren't any post-operative tests performed.